Event description:
New information received states that crosstalk continued. Further programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that crosstalk was observed on episodes stored for non-sustained lead noise. The device was reprogrammed. The patient had no complaints and was in stable condition.